Manufacturer narrative:
(B)(4). Been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent a procedure for endometriosis on (B)(6) 2015 and suture was used. During the procedure, while knotting, the suture broke off. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.